Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the locking titanium adapter and a non-baxter catheter. It was stated that the catheter disconnected from the titanium adaptor. The titanium adaptor was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.